Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 events were reported for this quarter. 1 device was received for evaluation. 1 event was confirmed during testing. 1 device was found to be affected by disassembly and missing components. 1 device was available for evaluation but has not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device disassembled. 2 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.     Supplemental rationale corrected data: 1 previously reported event is included in this follow-up record. Product return status 1 device was received for evaluation.    Evaluation status 1 device evaluation is in progress. Additional information 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device disassembled. 2 events had no patient involvement; no patient impact.